Event description:
The thermistor r56 damaged on the power supply board of the hcu30 unit. (B)(4).

Manufacturer narrative:
A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available.